Manufacturer narrative:
Explant due to aortic valve stenosis and pannus was reported. Possible causes of stenosis include calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing valve diameter. The device was returned to abbott for investigation and found sewing cuff was contained white tissue all over and blood/body fluids. Biological material was noted throughout the valve. All three leaflets were noted to be stiff when manually manipulated. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and device analysis, fibrous pannus ingrowth, inflow surface, circumferential with narrowing of inflow diameter which may have contributed to the reported event but could not be confirmed. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was admitted, the valve was explanted, and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2020, a 25mm epic valve was implanted. One month ago, the patient presented with dyspnea, stenosis aortic, high gradients and was on anticoagulation treatment. But the symptoms are not improved and they decided to explant the valve. On (B)(6) 2024, the valve was explanted and a non-abbott valve was implanted. The explanted valve was rigid and pannus was observed in several areas. The patient was reported hemodynamically stable in the intensive care unit and recovering from valve replacement surgery.

Manufacturer narrative:
Explant due to aortic valve stenosis and pannus was reported. Possible causes of stenosis include calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing valve diameter. The device was returned to abbott for investigation and found sewing cuff was contained white tissue all over and blood/body fluids. Biological material was noted throughout the valve. All three leaflets were noted to be stiff when manually manipulated. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and device analysis, fibrous pannus ingrowth, inflow surface, circumferential with narrowing of inflow diameter which may have contributed to the reported event but could not be confirmed. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was admitted, the valve was explanted, and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.